Event description:
Patient underwent aortic valve replacement. During the procedure, the surgeon sized the annulus to a 23mm magna ease tissue valve. After coming off bypass, it was clear that there was central aortic regurgitation. The ascending aorta was reopened and the valve was evaluated. It appeared that the leaflets were not coapting appropriately. The valve was replaced.